Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: fell out when using bathroom/ migration of essure device: fell out when using bathroom') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. C5000e1-inval, a20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included anemia, diabetes, hyperthyroidism, unspecified breast disorder, arthritis, irregular menstrual cycle, painful periods, headache, dyspareunia, female sexual dysfunction and adhesion. Concurrent conditions included tenderness, adenomyosis, psychiatric disorder nos and leiomyoma nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)/ painfull periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/u rinary problems bladder probs."), urinary tract disorder ("bladder/urinary problems urinary probs"), fatigue ("other injuries/symptoms fatigue"), alopecia ("other injuries/symptoms hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("other injuries/symptoms weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy adn lysis of adhesion.cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion and genital haemorrhage outcome was unknown and the abdominal pain, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, fatigue, weight increased, alopecia, vaginal haemorrhage and the last episode of menorrhagia had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, apareunia, dysmenorrhea, dyspareunia, migration, bladder problems, urinary problems, fatigue, weight gain and hair loss. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: fell out when using bathroom/ migration of essure device: fell out when using bathroom') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. C5000e1, a20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included anemia, diabetes, hyperthyroidism, unspecified breast disorder, arthritis, irregular menstrual cycle, painful periods, headache, dyspareunia, female sexual dysfunction and adhesion. Concurrent conditions included tenderness, adenomyosis, psychiatric disorder nos and leiomyoma nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain"), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems bladder probs."), urinary tract disorder ("bladder/urinary problems urinary probs"), fatigue ("other injuries/symptoms fatigue"), alopecia ("other injuries/symptoms hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("other injuries/symptoms weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy adn lysis of adhesion. Cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion and genital haemorrhage outcome was unknown and the abdominal pain, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, fatigue, weight increased, alopecia, vaginal haemorrhage and the last episode of menorrhagia had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, apareunia, dysmenorrhea, dyspareunia, migration, bladder problems, urinary problems, fatigue, weight gain and hair loss. Current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterus, endometrium and endo-cervix, curettage: weakly proliferative endometrium with decasualization (see comment). Benign endo-cervical, cervical and lower uterine segment tissue. No evidence of endometritis, hyperplasia or malignancy is seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs & mr received. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), malposition of essure device: fell out when using bathroom, migration of essure device were added. Reporter information updated. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain"), pelvic pain ("pelvic/ abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/u rinary problems bladder probs."), urinary tract disorder ("bladder/urinary problems urinary probs"), fatigue ("other injuries/symptoms fatigue") and alopecia ("other injuries/symptoms hair loss") and was found to have weight increased ("other injuries/symptoms weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, apareunia, dysmenorrhea, dyspareunia, migration, bladder problems, urinary problems, fatigue, weight gain, hair loss. Discrepancy noted - in this follow-up the insertion date is 25 jul 2014, but in the previous summons the date of insertion was (B)(6) 2014. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- device migration, pelvic pain, abdominal pain, apareunia, dysmenorrhea, dyspareunia, menorrhagia, genital bleeding, bladder problems, urinary problems, fatigue, weight gain, hair loss, device monitoring procedure not performed. Date of removal and patients dob were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.